Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize when the door latch was locked in place and kept stating that it needed to be locked even when it was locked. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal was delaminated. Locking sensor was not functioning. Customer's complaint was confirmed through latch lock test. However, the root cause was unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.